Event description:
Additional information was received from the manufacturer representative. Cause of the reported zings experience by the patient is unknown. The cause of the out of regulation code was due to programming parameters. Patient met with clinician for reprogramming and this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had their two percept pc implants replaced with one percept rc implant. Following the procedure, the patient experienced "zings" down the arm and worsening tremors over 24 hours. There was an interruption in the connection with the neurostimulator, and the percept rc was noted to be out of regulation (service code 2098). Additionally, the neurostimulator was providing less than the requested therapy, and there was a rapid depletion of the implant battery from 90% to 60%. Troubleshooting steps included attempting to link the implant to external equipment, performing a hard reset of the patient communicator, and powering the handset off and back on. The patient representative was eventually able to link the implant to the external equipment. No patient complications have been reported as a result of this event.